Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. System check was performed and the pump performed as intended. The customer declined to remove the infusion set site. Reportedly, the pump is worn inside the customer's pocket. The customer was to use manual injections for insulin therapy. Tandem technical support shipped the customer a case for the pump to prevent temperature changes.